Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h351 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h351 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 150 ml of whole blood was processed at the time the break occurred. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer has provided the kit and photographs for investigation.

Manufacturer narrative:
The kit, smart card, and customer photographs were provided for investigation. Review of the smart card data identified that an alarm #7: blood leak? (Centrifuge chamber) occurred after 178 ml of whole blood was processed; thus, indicating the cellex instrument detected fluid within the centrifuge chamber. Review of the customer provided photographs confirmed that a drive tube leak/break had occurred during a patient treatment. Visual inspection of the returned kit identified evidence of damage at the upper bearing stop, likely indicating that the upper drive tube bearing was not correctly loaded into the upper bearing retainer clip. A misloaded bearing would not likely allow the drive tube to rotate freely. As a result, the drive tube had broken between the upper and lower bearing stops. In addition, the drive tube appears to be twisted at the point where the breakage occurred. A device history record (DHR) review did not identify any related non-conformances. This lot passed all lot release testing. The investigation determined that the drive tube leak/break most likely occurred due to a misload of the upper drive tube bearing into the upper drive tube bearing retainer clip. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. (B)(4).